Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3d max mesh used to treat patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3d max mesh on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the 3d max mesh. Attorney alleges that the plaintiff had subsequent surgical interventions due to hernia mesh device. The patient's attorney alleges the patient experienced emotional distress and the device was defective.